Event description:
Representative from pharmacy called and reported that on (B)(6) 2014, they had a treatment where the nurses discovered fissures in the drive tube, resulting in a blood leak in the centrifuge chamber. After the discovery, blood was not returned to the pt. Customer has two instruments (40107 and 40155), pharmacist did not know which instrument was related to the incident. The customer was further contacted on (B)(6) to obtain additional info and no further info was provided. The product was not returned for evaluation.

Manufacturer narrative:
Batch record review of c104 was performed and there were no non-conformances associated with this lot. The lot met release requirements. Trends have been reviewed and no trends were observed for this event type. CAPA (B)(4) has been initiated to investigated drive tube leak. Complaints of this nature are known to occur in rare occasion and are being monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. The assessment is based on info available at the time of the investigation. No product was returned for investigation at the time of this report; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4).